Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis in an inner pouch, a sealed biohazard bag, and a shipping box. The rebar 18 catheter was not returned with the stent. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damages were noted. The stent¿s working length was in good condition, while the non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil is in good condition. The pushwire was kinked at 13.0cm to 19.0cm from the distal tip. No other anomalies were noted. Testing/analysis: the returned solitaire fr 6-30 stent device cannot be used for resistance testing due to its damaged condition. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the returned solitaire fr 6-30 stent device was found to have kinked teardrop struts and pushwire. The damages likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause of the failure was that the solitaire fr 6-30 stent device was incompatible with the rebar 18 catheter, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter of 0.027¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency thrombectomy procedure to treat an ischemic stroke in the middle cerebral artery, resistance was encountered while delivering a solitaire fr 6x30 stent. The guidewire led the microcatheter and react68 to the t-bifurcation of the internal carotid artery. Aspiration was performed first, and then the guide wire tried to pass through the occluded segment. The microcatheter confirmed that it had passed through the occluded segment. Considering that there was a lot of thrombus, the operator chose a 6-30 stent to prevent the thrombus from escaping during the pull-back process. When the stent was delivered to the internal carotid artery and passed through the ophthalmic artery, the resistance increased, so the stent was pushed again. The stent became stuck in the microcatheter at the t-bifurcation. As a result, the entire microcatheter system had to be removed and replaced with a different stent, the solitare 4-20, which was successfully placed. The modified rankin score improved from a baseline of 4 to 1 during the procedure, the nihss score improved from 12 to 1 post-procedure, and the tici score improved from 0 to 3 post-procedure. There was 1 pass made with the device. The vessel tortuosity was moderate, and the resistance occurred in the distal section of the catheter during delivery. The procedure was completed successfully with the replacement stent. Stroke onset to reperfusion time was 5 hours. Ancillary devices include: 8f puncture sheath, 8f guiding cover device, react 68 guide catheter, and avigo 14 guidewire additional information received reported that there were no issues with the rebar catheter. Postoperative treatment was normal using a react 68 and rebar. During subsequent treatments, they continued to use it to deliver a solitaire sfr4-20 stent, and the material was used normally. The cause of the resistance was not determined.